Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 70 mg/dl. It was reported that the customer is pregnant and she was unconscious and having possible seizures. Troubleshooting was performed. Ran a 7.2 units lead screw test and passed. Reviewed the programming on the insulin pump and found that the time and date were incorrect. Also, it showed that the basal rates stopped and were set incorrectly. The alarm history revealed an error alarm. No further info was provided.